Event description:
It was reported that approximately 3 months post direct stenting of a xience v stent in the first diagonal artery, the patient experienced chest pain. Per angiogram, the proximal ostial diagonal artery was found to have 70% in-stent restenosis and was treated with a cutting balloon procedure, reducing the stenosis to 20%. On (B)(6) 2008, the event resolved and the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported angina and re-stenosis are listed in the instructions for use as a known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. The patient was hospitalized and was treated with a cutting balloon (additional therapy/non surgical treatment). It was reported that the xience v stent was implanted with no pre-dilatation. The IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. The direct stenting (no pre-dilatation) does not appear to have contributed to the reported patient effects as the patient effects were reported 3 months posts to the procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design and the treatments appear to be related to the operational context of the procedure.